Event description:
During a transforaminal lumbar interbody fusion from l3 to l4, the distal tip of a final driver sheared off in an unknown level on the right side while attempting to final tighten. The fractured portion was retained in the implant so the surgeon opted to leave the portion in situ. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Additionally, no operative notes and/or radiograph images were provided for review of usage/technique. Information regarding the torque handle used was not provided. Based on the information obtained, the complaint was unable to be confirmed and a root cause was unable to be determined conclusively; however, excessive use of force or technique or material wear/fatigue may have caused or contributed to the reported event. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."